Manufacturer narrative:
Final eval of the implantable neurostimulator, both leads and one (1 of 2) extension revealed no anomalies. Eval of the other lead extension (2 of 2) revealed a reliability non conformance. The #1 conducto/wire was broken at the connector block (distal end).

Event description:
It was reported that the pt underwent an implantable neurostimulator (ins) system removal approx two weeks after ins implantation. The pt experienced a possible rejection of the device. The pt had a temperature of >101.0 that lasted two weeks following surgery. The pt had been placed on antibiotic therapy. The pt's outcome was negative for infection.